Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported fluid leaked from the connector site at the spin collar on the patient side. A child with asthma was receiving an IV bronchodilator when the leak was identified. No patient harm or medical intervention occurred. No further patient/event information was reported.